Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced the hyperglycemia as well as the hypoglycemia. Customer¿s blood glucose level was 319 mg/dl at the time of the incident and the current blood glucose level was 116 mg/dl. The customer¿s low blood glucose level was 50 mg/dl and the 180 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer experiences headache like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. Based on the customer¿s report the customer allege the insulin pump was under delivery. The customer¿s high blood glucose was treated with the insulin pen. The troubleshooting was performed for the high blood glucose under delivery. The insulin pump will be returned for analysis.